Event description:
Consumer alleges her humidifier sparked and appeared to be on fire. No injuries or property damages were reported with this incident.

Manufacturer narrative:
Consumer was sent a prepaid shipping label for return of the product.